Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received a shock post implant. Upon interrogation oversensing of noise was observed. The field representative was unable to reproduce the noise with isometrics, palpitations or positional changes. Boston scientific technical services (ts) was consulted and discussed that the noise may have been due displaced air bubble over the sense node causing artifact when the patient sat up and coughed. Ts noted that air entrapment will dissipate and resolve over time. No adverse patient effects were reported.